Event description:
It was reported that patient underwent an unknown surgery on (B)(6) 2024. In the surgery, after opening the balloon in question, the surgeon attempted to use it, but the non-return valve connector was bent, so negative pressure operation was not possible. The product was not used. The surgery was completed successfully with 3 thirty minutes surgical delay. Patient was stable. This report is for a synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d2: additional procode: hrx. E3: reporter is a synthes employee. H6: part: 03.804.701s. Synthes lot: 82288151. Supplier lot: 82288151. Release to warehouse date: 11 august 2023. Supplier: confluent medical technologies. No nonconformance reports (ncrs) generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the synflate vertebral balloon med had been deformed from the plastic tread of the connection inflation system. In addition, the balloon does not present any damage or structural anomalies. A dimensional inspection and a functional test for the synflate vertebral balloon med were unable to be performed due to post manufacturing damage. Since the device was returned with the inflation connection deformed, the complaint condition was not able to be replicated. However, with this damage is not possible to inflate the balloon. Therefore the costumer complaint can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. The synflate vertebral balloon surgical technique was reviewed; recommendations for the connection of the inflation system. ¿ do not connect the inflation system prior to catheter insertion since this may hamper the insertion. ¿ do not connect the inflation system to the connection of the stiffening wire. The overall complaint was confirmed as the observed condition of the synflate vertebral balloon med would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: - synflate catheter assembly depuy synthes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.